Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The customer reported they are unable to turn off the ventilator, and it is alarming. The shutdown button is pressed; however, the ventilator does not shutdown. The customer advised the event log reflects multiple errors: blower stalled, backup alarm failed, 35v supply failed, and auxiliary alarm supply failed. There was no patient involvement. The field service engineer (fse) confirmed the presence of multiple errors in the event log: cooling fan speed error, blower stalled, auxiliary alarm supply failed, 35v supply failed, backup alarm failed, and alarm light emitting diode (led) failed. The fse replaced the power management board and ran a performance verification test. The ventilator passed the test, and the issue was resolved.